Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a post-op CT scan showed that the coil had extended to the patient's jugular and could not be recovered. It is unknown when the issue occurred or which one of the coils it was, including competitor products. The patient was undergoing cerebral arteriovenous fistula embolization surgery. Re-operation was not required. It was noted that the patient had normal vessel tortuosity. There were no related patient symptoms.

Manufacturer narrative:
The axium prime pushwire was returned for evaluation without the implant, as it was implanted in the patient. Although the tack weld replacement (twr) crimps were found to be broken, the pushwire was found to be intact distal to the break indicator at the manual detachment location. The pushwire was found to be bent at a few locations. Under the microscope, the coin was not found against the lumen stop with the coil shield present and the implant coil was found to be detached. Under the microscope, the outer jacket was removed to access the coin for evaluation. The coin was measured in 3 locations and was found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis findings, the report of ¿coil migration after deployment¿ could not be confirmed, and the cause for the event could not be determined. The customer did not report difficulty during detachment, and the returned pushwire showed broken tack weld replacement (twr) crimps and the coin was not found to be located against the lumen stops. The customer reported the vessel tortuosity was normal. It is possible that the pushwire was bent during shipping back to medtronic for evaluation, and the tack weld replacement crimps were likely broken during detachment of the implant coil. Per the axium prime detachable coil instructions for use (IFU): ¿if undesirable movement of the axium prime detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the delivery pusher which was broken that was also retrieved.